Manufacturer narrative:
The technician found the siderail center arm was broken, possibly due to abuse. The center arm assembly had signs of an impact. The technician replaced the center arm assembly to repair the bed.

Event description:
Information received indicates the siderail will not lock in place.